Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was sitting on the desk in the materials office. The staff said the device was not working. It is unknown which of the two devices had the issue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that device (a) was received with the tip of the advancer bent and with two unformed clips jammed; the tissue stop was out of its intended position. It could not be determined what may have caused the found condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9161n: mfg date 05/24/2011; exp date 04/24/2016